Event description:
Per customer: "on inspection, the entire dose of 400mg metronidazole has infused over 7 mins rather than 30 minutes." No patient issues were reported. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was reviewed and nothing that can explain the reported event was found. The device was received at brèzins for investigation. A visual check was performed on the device and there was nothing to notice. The device history data was analysed by fv's investigator : _no use of device on the event reported date (9 february 2022). The last using dates of the device was on 7 and 8 february 2022: the last part of infusion was done at 800 ml/h during around 7 minutes. Infusion stopped by upstream occlusion alarm (probably empty bag detection). Volume infused = 97 ml. _a comparison between main volumes recorded in log and calculated volumes was done. Calculated volume (elapsed time x flow rate) correspond at recorded volume (?< 1 %). _7 february 2022 : the previous part has been done at 90 ml/h during the afternoon for a total volume of 304 ml. Note: the addition of the 2 cumulated infusions volumes of afternoon and at 800 ml/h = entire dose of 400mg metronidazole v/s description. Following tests were carried out on the device to verify the claim : _flow rate accuracy at 800 ml/h and at 90 ml/h : for the 2 measurements, the accuracy flow rate is compliant compared IFU specifications (+/- 5%). _quality control : all tests performed are compliant. For this device, no technical cause can be identified compared to the complaint because nothing has been detected. Therefore, the reported event has not been reproduced and could not be confirmed as the device worked as intended. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.